Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that vasospasm occurred. Post deployment of the 4.00 x 12 mm study stent, vasospasm was noted upstream of the proximal stent. The patient was treated with nitrate medication for the spasm. The grade a vessel dissection was treated with a placement of a bail out 3.50mm x8mm study device. On (B)(6) 2013, baseline core lab angiography revealed "distal edge dissection after 1st stent deployed which was covered with 2nd stent and good angiographic results."

Manufacturer narrative:
(B)(4).

Event description:
(B)(4). It was reported that during a percutaneous coronary intervention, vessel dissection occurred. Clinical status assessment in (B)(6) 2013 identified the subject's qualifying condition as stable angina with silent ischemia. The subject was referred for cardiac catheterization. The index procedure was performed immediately. Target lesion #1 was located in the proximal right coronary artery (rca) with 50% stenosis and was 10 mm long with a reference vessel diameter of 4 mm. Target lesion #1 was treated with pre-dilatation and placement of a 4.00 x 12 mm study stents. Post deployment of the study stent a grade ¿a¿ dissection noted at the distal edge which was intervened. Following post dilatation, residual stenosis of 0%. One day post procedure, the patient was discharged on dual antiplatelet therapy.